Manufacturer narrative:
Investigation: the customer is anemic, has lupus, and hyperthyroidism. Be advised, the patient's current medical condition can affect the action of oral anticoagulants and can alter the inr value. This cannot be ruled out as a possible root cause for the observed inr valve. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.4, reference: 5.5, mean 3.45, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. Since a lot number was not provided, and the product associated with the complaint is not expected to return, further investigation was not possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing is unable to be performed due to unknown strip lot number on the event details. No further investigation is possible. Patient's condition as a cause of the unexpected results cannot be ruled out. Trend analysis is not required at this time - no strip lot information. This issue will be subject to future tracking.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.4, laboratory inr: 5.5. The testing was performed on the same day but the amount of time between the tests was unknown. Reportedly, the patient has had issues maintaining a steady diet. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.